Event description:
It was reported that a large volume infusor had a white, floating particle. This was observed after the device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 10/24/2014-10/25/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with floating white particulate matter noted. The cause of the issue could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.